Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease fold, wear abrasion, yellow particles, opening. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve, opening. A microscopic analysis was performed which identify delamination in the diaphragm valve. And crack opening. And also identify crease smooth opening on radius.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.